Event description:
The implantable neurostimulator pocket was painful and hot. The patient hadn't turned the device on since 2005 and wanted it removed. The device was explanted.

Manufacturer narrative:
(B) (4).